Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the g5 mobile app does not alert when the pt's blood sugar is out of range. No relevant data was provided for evaluation. The complaint confirmation of a potential reportable complaint could not be determined. A probable cause could not be determined.